Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that the surgeon reported that he has noticed that the cord on the ace handpiece can sometimes become entangled and he believes it can lead to inadvertent activation. He did not reference a specific procedure or patient outcome. He just wanted to make the company aware of his observation.